Manufacturer narrative:
H3: prosthesis wear and osteolysis were not readily apparent from the images provided for the revision reported . Based on the appearance of the insert in the provided images and hyperextension in the image of the radiograph, this revision was likely the result of instability. Possible causes of instability include increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. The extent and further root cause of the reported revision cannot be determined as the devices were not available for evaluation, and operative notes were not provided.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: (B)(6) - 02-010-04-0330 - logic cr femoral por, right, sz 3. (B)(6) - 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6) - 200-02-35 - three peg patella 35mm (B)(6) - 201-78-15 - holding pin mini sharp point (B)(4). (B)(6) - 201-78-81 - 3 trocar, mod. Hex (B)(4). (B)(6) - 521-78-23 - threaded pin size 2.3 collared. (B)(6) - 521-78-23 - threaded pin size 2.3 collared. (B)(6) - 521-78-32 - threaded pin size 3.0 collarless. (B)(6) - 521-78-32 - threaded pin size 3.0 collarless. (B)(6) - a10012 - gps implant kit v2. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 62 yo female patient, initial right knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2024, approximately 6 years 6 months post the initial procedure. The patient was revised due to poly wear, loosening, and osteolysis. All components were revised. There was no surgical delay or device breakages during the procedure. The patient was last known to be in stable condition following the event. No explanted devices are available for analysis. They were disposed of by the hospital. X-rays and device images were provided. No further information.